Event description:
It was reported that a catheter issue occurred. The target lesion was severely tortuous and calcified. An opticross hd catheter was selected for ultrasound examination of the target lesion. During withdrawal, the wire crossed and after the initial pullback, it became stuck in the calcified lesion and was difficult to remove. The catheter came out after changing the contact point with the wire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.